Manufacturer narrative:
Product is not directed to be reheated to revise fit. User admitted to reheating the device and apparently overheated it or heated it long enough for the product to deform. Device not returned.

Event description:
Feels like he twisted his jaw. Bad fit first time. Reheated and now a mess.